Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03483 & 03491).

Event description:
Patient underwent a left knee revision procedure approximately five years post-implantation due to unknown reasons. The tibial bearing and locking bar were removed and replaced.